Manufacturer narrative:
(B)(4).

Event description:
It was reported that automated mode switch episodes were observed upon review of stored electrocardiograms. No patient symptoms were reported. Atrial lead noise was suspected. No changes were made.